Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024, reported that patient faced infusion set tubing detachment. Insertion site was right abdomen. Location of detachment at site. Infusion set has been used for less than a day. No further information available.